Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the ems instrument jammed and would not fire a staple. The surgeon used sutures to complete the case.